Event description:
It was reported that this device has successfully provided over 80 shocks in the past year. The battery remaining is now at 11% after approximately two years of implant time. Also, the device could not be interrogated by the latitude communicator. The patient stated the electrode is always itchy. It gets hot and does not feel good. The doctor is concerned about the pulse generator longevity and is thinking about replacing it. There were no adverse patient effects. The device remains implanted.